Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the line of a minicap transfer set spontaneously disconnected from the titanium adapter. The minicap transfer set and titanium adapter were changed. There was patient involvement. There was no patient injury or medical intervention associated with this event. No additional information is available.